Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 536 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer to help resolve the no delivery alarm they experienced from their insulin pump.